Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide hypodermic needle there was an issue with white particles in the neck of the cap for 160 needles.

Manufacturer narrative:
Investigation summary: the batch history (DHR) analysis, maintenance records and quality notifications were performed and no occurrence were found for this batch. We received pictures sent by the client for evaluation, though no samples were received, so it was not possible to confirm the complaint for the defect and determine the probable root cause or carry out an investigation. From the pictures, the defect is not possible to identify. In the manufacturing process there are actions to avoid this failure mode, in the packaging process and according to the control plan, there is visual inspection activity every 02 hours in 40 pieces. In the same way and during the assembly process, the visual inspection activity needle every 02 hours in 50 pieces. We emphasize that the area of manufacture is according good practice manufacture, the machines are in a controlled environment and without contact with external area. Associates who work in the area are equipped with specific clothes, cap and joan d¿arcy cap. In this way, it is avoided that particles from the external environment can reach the product in process. The indicators of production versus quality are monitored so that this mode of failure can be measured and having its rate and trend.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with white particles in the neck of the cap for 160 needles.